Event description:
It was reported that the pump was replaced and returned for disposal. There were no adverse signs and symptoms.

Manufacturer narrative:
(B)(4). Final analysis revealed s2 battery resistance high. Battery resistance waveform test showed high resistance - 1.366kohm.